Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient admitted to the hospital on (B)(6) 2021 for volume overload and noted to have low voltage alarms in log file history. The patient presented with presented with fever of 104, shortness of breath/congestion, and diarrhea. While in the hospital the patient had sepsis with a fever and blood cultures were positive however the source is unknown and was not thought to be related to the pump rather related to vegetation on right ventricle (rv) lead of automatic implantable cardioverter-defibrillator (aicd). Or could be dialysis line, driveline, chestwall hematoma, still unclear. Start date was reported as (B)(6) 2021. Treatments included hospitalization and prescribed parenteral antibiotics; daptomycin 1 day, meropenem 1 day, penicillin 3 day, zosyn 1 day, vancomycin 1 day. On (B)(6) 2021, a reported endocarditis of right ventricle (rv) lead requiring explant of cardiac resynchronization therapy (crt) system in which the patient underwent removal of rv lead and inpatient monitoring with continued antibiotics in consultation with infectious disease, found to have endocarditis with vegetation on rv lead. The patient remains on IV antibiotics but is now discharged to home and feeling better. The hospital will continue to follow and trend symptoms and lab values. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported sepsis, infection, chest wall hematoma, and volume overload could not conclusively be determined through this evaluation. The account reported that the patient was experiencing volume overload and submitted a log file for review. Review of the submitted log file revealed low power events due to expected battery depletion, and the device appeared to operate as intended at the set speed. The account later reported that the patient had sepsis with positive blood cultures for infection. The account suspected that source of the infection was the patient¿s dialysis line, driveline, or chest wall hematoma. Additionally, the infection was treated with antibiotics. The account later reported that endocarditis at the right ventricle lead of the patient¿s cardiac resynchronization therapy (crt) system was found and treated via explantation of the crt system. The origin of the chest wall hematoma was unable to be identified by the account. The account reported that the patient remains on intravenous antibiotics but was discharged. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6). No related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists infection, sepsis, and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists infection as a potential postimplant complication. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook, rev. C, is also available. Several sections of this handbook provide care instructions regarding preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the origin of the chest wall hematoma was not identified and did not require intervention. Source of the infection was the patient¿s implantable cardioverter defibrillator (ICD). The patient was hospitalized (B)(6) 2021 to (B)(6) 2021 and was discharged to free up a bed in the hospital. Patient was hospitalized (B)(6) 2021 to (B)(6) 2022 for explant of cardiac resynchronization therapy (crt) system due to infected device.